Manufacturer narrative:
(B)(4).

Event description:
An alert/notification settings issue was undetermined. However, an app crash was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.